Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture (loc) and was found to have dislodged. Several years later, the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.